Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user could not lowered the forceps elevator of the device. The user manipulated the control lever, but the forceps elevator didn't respond. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the device and there was no irregularity. However, excessive bending of the insertion section pulls the forceps elevator wire, so the forceps elevator tends to move raiser side without operating the elevator control lever. Based upon the investigation result by omsc there was the possibility that the reported phenomenon was attributed to the excessive bending of the insertion section.